Event description:
It was reported that during implant attempt, the r-waves were variable and there was no capture. It was also reported that it was hard to visualize via fluoroscopy if the helix was deployed, but the physician admitted that fluoroscopy was not great for viewing a lead tip. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): lead stretched, the inner insulation was kinked/buckled, the inner insulation was torn, there was blood in/on the helix/lobe mechanism and the lead appeared damaged at implant; full lead returned and analyzed.